Event description:
The patient reported two incidents of low blood glucose (bg) levels requiring medical intervention. The patient reported the following timeline of events: she started on the pump for the first time on (B)(6) 2011; her reported bg around lunchtime was around 200 mg/dl; she fell asleep and her roommate was unable to wake her up; she was taken to the hospital that evening where her bg was reportedly 25 mg/dl. She was reportedly discharged from the hospital early the following morning with a bg of 300 mg/dl. She reportedly had her pump settings adjusted by her health care provider the morning of (B)(6) 2011. Her bg reportedly remained elevated throughout the day on (B)(6) 2011. She reportedly bolused and laid down, and again her roommate was unable to wake her that evening. The paramedics were reportedly called, and the patient's reported bg was around 20 mg/dl. The patient reportedly refused to go to the emergency room, and was treated with dextrose by the paramedics. At the time of the call to animas customer support (cs), the patient was using the pump and her bg was reportedly 285 mg/dl. Customer support reviewed the pump with the patient, and found no mechanical issues with the pump. The patient denied site/set issues and stated that she was able to successfully prime the pump. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hypoglycemic episodes while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor to the patient's low bgs.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 06/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current data range did not cover the event date due to continued customer use. The daily total delivery in the current date range appeared to be inconsistent due to a time/date issue. On investigation, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Force sensor calibration was within specifications. The pump was found to be delivering within required specifications. The bolus delivery exercises were completed and recorded correctly. The pump performed to specifications.

Manufacturer narrative:
(B)(4)